Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's controller displayed the "replace generator soon" message. A manufacturer's representative reported that the patient is a high energy user and was using old programming. The device is providing therapy. Surgical intervention may take place at a later date.

Event description:
Additional information indicates the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
A patient controller communication error message displaying ¿replace generator soon¿ was reported to abbott. The patient is a high energy user and was using old programming. The ipg was explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.